Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, while performing a test rotation, the image was poor; something was displayed, but it was too dark to view. It was also noted that air bubbles had entered. The procedure was completed with another of the same device. No patient complications were reported.